Event description:
It was reported that during a surgical procedure using the da vinci surgical system, the tip of the permanent cautery spatula instrument was identified as being damaged. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On january 31, 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She indicated that the tip is bent, not broken, but there appears to be a little post sticking out, and the instrument is unusable. The instrument was returned and evaluated. Failure analysis investigation found that the instrument's conductor cap was loose and out of place. The pin that holds the cap in place was missing, allowing the cap to move out of place. Failure analysis investigation also found the following damages: the grip cable was derailed at the idler pulley, which may result in improper motion of the instrument. Multiple indentations around the edges of the distal pulley were noted. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing pin found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.